Event description:
An intubated patient was being transported by ambulance. The ventilator in this ambulance had just returned from a routine preventative maintenance check in biomedical engineering the day prior. The ventilator was plugged into its charging cord and the two external batteries (sprintpacks) had their charged lights "on." During the patient transport, about 15 to 20 minutes after being placed on the ventilator, an alarm went off showing, "power lost." A crew member immediately checked the battery connection from the sprintpack to the ventilator and the connection seemed intact. The crew member then pulled the charging cord from the cabinet and connected it and the face of the ventilator indicated it was charging. The ventilator did not fail the patient and thus there was no impact to the patient. Following the call, the crew members closely examined the ventilator and sprintpack and found the electrical connection into the ventilator to be loose with the wiring between the sprintpack and the ventilator having a gap in the insulation, as well as a gap in the insulation of the main power cord. The ventilator and sprintpack were removed from service and brought to the biomedical engineering department for further investigation. Biomedical engineering: tested unit and verified stated complaint ("alarmed power lost after 15 minutes of use.") Connections on sprintpack to batteries are discolored, bubbled; could reproduce loss of power by flexing sprintpack case. Ordered new sprintpack and this one will not be repaired.

Event description:
An intubated patient was being transported by ambulance. The ventilator in this ambulance had just returned from a routine preventative maintenance check in biomedical engineering the day prior. The ventilator was plugged in to its charging cord and the two external batteries (sprintpacks) had their charged lights "on." During the patient transport, about 15 to 20 minutes after being placed on the ventilator, an alarm went off showing, "power lost." A crew member immediately checked the battery connection from the sprintpack to the ventilator and the connection seemed intact. The crew member then pulled the charging cord from the cabinet and connected it and the face of the ventilator indicated it was charging. The ventilator did not fail the patient and thus there was no impact to the patient. Following the call, the crew members closely examined the ventilator and sprintpack and found the electrical connection into the ventilator to be loose with the wiring between the sprintpack and the ventilator having a gap in the insulation, as well as a gap in the insulation of the main power cord. The ventilator and sprintpack were removed from service and brought to the biomedical engineering department for further investigation. Biomedical engineering: tested unit and verified stated complaint ("alarmed power lost after 15 minutes of use.") Connections on sprintpack to batteries are discolored, bubbled; could reproduce loss of power by flexing sprintpack case. Ordered new sprintpack and this one will not be repaired.